Event description:
A malfunction was reported concerning high blood glucose levels, specifically reaching 571 mg/dl, which were measured using both a continuous glucose monitor and a blood glucose meter. The customer addressed the issue by administering a correction bolus through the pump and was guided by technical support to inspect and replace supplies as needed, including filling and loading a new cartridge onto the pump. There were no issues found with the infusion set, needle, or tubing during the inspection.